Event description:
It was reported that right atrial lead exhibited far r oversensing that led to inappropriate automatic mode switch. No intervention was reported. There were no known patient consequences.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146583. Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown.